Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) to report she spilled some insulin into the cartridge compartment and can smell that odor. In addition, the ok button is worn on her pump. Animas made several attempts to contact the patient but was not successful. A letter was sent to the patient, requested a call back. This complaint is being reported due to a potential cartridge leak issue. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.